Event description:
It was reported that later on the day of implant, the patient complained of chest pain. Echocardiogram did not show any effusion and sensing, threshold and impedance were noted to be stable; however, the physician elected to reposition the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.